Event description:
It was reported that within two months of implant the lead dislodged. At the lead revision, the helix could not be completely retracted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, there was blood in/on the helix/lobe mechanism and mechanism (sleeve head). We also received performance data collected from the device and have analyzed the data. Oversensing was noted with five lead predictor failure high rate-non-sustained episodes less than or equal to 210 ms average v-cycle between (B)(6) 2012 and (B)(6) 2012. Interference/noise was noted with ventricular short interval count v-sic equal to 908.8 counts average per day, in 43.86 days, between (B)(6) 2012 and (B)(6) 2012. The lead integrity alert triggered with two patient alerts for lead failure predictor on (B)(6) 2012 and (B)(6) 2010.